Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with low right ventricular (rv) lead pacing impedance. Lead dislodge was suspected but not seen on the x-ray. No action was done, and the patient was further monitored. Patient was stable.